Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/13/2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that the catheter cracked near the hub if flushed. They had to replace the catheter. The customer stated that there was no patient harm.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was received for analysis and investigation; it consisted of one uvc catheter which came inside a generic plastic bag and it was received attached to forceps. The sample was received with signs of use, blood was observed inside the catheter. Visual inspection was performed and no visible defects were observed. The sample was submitted to underwater testing and a leak was identified below the strain relief. Magnified pictures were taken and a cut below the strain relief could be observed. Through visual evaluation it was observed that the catheter had a cut in the tubing wall. Due to the appearance of the catheter received it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. It is important to consider that the instructions for use warn to exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to a tubing tear. This type of defect causing a leak would be identified during the assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information, it can be concluded that the product was manufactured according to specification and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered that the defect was more likely damaged during use caused due to an inappropriate manipulation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.